Manufacturer narrative:
Clinical evaluation performed on 25 april 2018 by medical affairs (B)(4): infection in cementless tha, 1 year after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 27 april 2018; lot 174039: (B)(4) items manufactured and released on 20 october 2017. Expiration date: 2022-10-08; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Others devices involved: quadra-c cemented, mirror polished std stem size 3, short neck reference 01.12.43sn (k103189); lot 170919: (B)(4) items manufactured and released on 20 april 2017 expiration date: 2022-04-05 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner not marketed in us: lot 173310: (B)(4) items manufactured and released on 07 september 2017. Expiration date: 2022-08-28; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 4 months after primary the surgeon revised the patient for an infection. The stem was dislodged during the process of removing the head and liner, the stem swap wasn't planned. The surgery was completed successfully.